Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed multiple kinks throughout the catheter shaft. A syringe was connected to the hub and fluid was injected to try and duplicate the customer¿s complaint. Fluid did leak from a hole that was noticed approximately 8.5cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that catheter shaft kink and leak occurred. A renegade¿ hi-flo¿ was selected for use. During the procedure, it was noted that device was kinked and leaking through one of the side walls. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that a hole approximately 8.5cm from the tip.